Manufacturer narrative:
(B)(4). Batch # r58p9v. The analysis results found that one pcee60a device was returned with the anvil bent upwards and with an ecr60d reload loaded on the device. The reload was received partially fired 2/3 and with damage on cartridge deck. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open cholecystectomy and partial hepatectomy with anastomosis of bile duct and duodenum for a bile duct cancer, a breaking sound was heard on the way of the first firing when the device was used on the gastric body to remove the infiltrated cancer of the gastric outlet. The jaws did not fully open after the firing, and the surgeon removed the device from the patient forcibly a little. Then, it was found that the anvil jaw was deformed. The staples were formed as intended. The target tissue was compressed before the firing and pulse-firing was performed. The surgeon commented that there was a possibility that the thickness of the target tissue caused the event. Another device loading another cartridge (its color was green) was used to complete the case. There were no adverse consequences to the patient.